Event description:
It was reported that post-coronary drug eluting stenting treatment procedure, in-stent restenosis occurred. The 100% stenosed target lesion was located in the non-calcified, moderately tortuous distal right coronary artery (rca). A taxus liberte¿ 3.0x24mm stent was implanted in the distal rca. No patient complications were reported during this procedure. Post-procedure the patient was to take clopidogrel and aspirin. Approximately one year post-procedure the patient presented with chest pain and in-stent restenosis of the taxus liberte¿ stent was found. The stent was 100% restenosed. At the time of the event, the patient was receiving clopidogrel and aspirin. The restenosis was ballooned with a non-bsc 1.25x10mm balloon. No further patient complications were reported and the patient status is ¿good¿.

Manufacturer narrative:
If implanted, give date: (B) (6) 2009 device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. If there is any further relevant information received, a supplemental medwatch will be filed. (B) (4).